Event description:
It was alleged that an overinfusion occurred. It was noted that the rate on channel a was at 8ml/hr with a 100ml bottle. After about 80 minutes the bag was found to be empty. There was no resultant patient consequence.